Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The universal serial bus (usb) flash drive was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was isolated to electronic component failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use a 980 ventilators universal serial bus (usb) failed and generated an error message. The ventilator was not in use on a patient at the time of the reported event.